Manufacturer narrative:
H6-code 213: the endoprosthesis remains implanted in the patient, the delivery system of the device was returned to w. L. Gore & associates for investigation. The engineering evaluation states the following: visual examination of the device showed the fep shrink tube portion of the guidewire lumen bunched up and signs of torsional damage on the polyimide. Engineering attempted to move the guidewire and was able to do so with significant force. The guidewire was unable to be completely removed. Based on the findings from this evaluation, the physician¿s observation that ¿the delivery catheter got stuck on the guidewire¿ was confirmed. The likely cause for the bunched fep shrink tube and torsional damage could not be determined with the available information. The likely cause for the device being stuck on the guidewire could not be determined with the available information.

Manufacturer narrative:
Patient identifier remains unknown, therefore the gore case reference number was used. A request was emailed to the physician to provided the delivery system of the device for evaluation. The endoprosthesis remains implanted in the patient. A review of the manufacturing records indicates the lot met all pre-release specifications.

Event description:
The patient presented with an aneurysm of the abdominal aorta which was treated with a gore® excluder® aaa endoprosthesis (rlt311413). The rlt311413 was advanced over a stiff lunderquist guidewire and deployed without issues. Reportedly the vessels were a little bit tortuous and the aortic neck angle was 50 degree. Reportedly, at the end of the procedure, the physician wanted to withdraw the delivery catheter, but the delivery catheter got stuck on the guidewire. Therefore the physician withdrew the delivery catheter and the guidewire in a tandem. No injury of the patient occurred. The patient is doing fine.